Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver, stent deformation); patient¿s condition affected effectiveness of device ¿ (lesion morphology ¿ 70% stenosis, calcification); (deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition ¿ (lesion morphology ¿ 70% stenosis, calcification); inherent risk of procedure ¿ (failure to deliver, stent deformation). (B)(4).

Event description:
A physician was attempting to deploy an eres30038x stent in a patient to treat a lesion in the lad with 70% stenosis and little calcification. It was reported that the stent could not cross the lesion after pre-dilatation. The device was returned to the manufacturing facility and the stent was observed to be damaged. No patient injury or clinical sequelae were reported. Evaluation summary: the stent was positioned correctly on the device. The 15th to 19th proximal segments were deformed. Some struts on proximal segments 15 to 17 were bent distally towards the tip of the device. Some struts on proximal segments 18 to 19 were overlapped. Hypotube was kinked at 17cm distal to strain relief. The tip of the device was not damaged. The pillows were un-inflated. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).